Event description:
Customer exhibited low blood glucose symptoms. Customer's son attempted to test customer on her compact plus meter, but was unable to use it. Son called emts and treated customer with glucose gel. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.